Manufacturer narrative:
10-apr-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 23-mar-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Report source: non-event spontaneous. An adult female consumer of unspecified age reported via phone on (B)(6) 2017 that she'd had a problem with an oral-b power oral care refill crossaction. The consumer elaborated that the brush head removed itself at the start of her brushing with an oral-b rechargeable toothbrush, version unknown; she stated that it literally popped up and into her mouth. She explained that the brush head clicked into place, and she had gone onto the other one and that one was fine, no problem at all. The scratch test passed. She stated it was a shock but she was fine, no symptoms developed. Relevant history: none reported. No further information was provided. 30-dec-2019: this follow-up #1 report is being resubmitted to correct an error in the manufacturer report number. This report was incorrectly submitted as 3000202531-2017-00366. The correct manufacturer report number is 3000302531-2017-00366.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head removed itself it was at the start of brushing / literally popped up and into mouth [device breakage]; no adverse event [no adverse event]. Case description:report source: non-event spontaneous. An adult female consumer of unspecified age reported via phone on (B)(6) 2017 that she'd had a problem with an oral-b power oral care refill crossaction. The consumer elaborated that the brush head removed itself at the start of her brushing with an oral-b rechargeable toobhrush, version unknown; she stated that it literally popped up and into her mouth. She explained that the brush head clicked into place, and she had gone onto the other one and that one was fine, no problem at all. The scratch test passed. She stated it was a shock but she was fine, no symptoms developed. Relevant history: none reported. No further information was provided.